Event description:
Procedure: lap chole. Reportedly, prior to use on the patient, the surgeon fired the device as a trial outside the patient, it worked fine. The surgeon grasped tissue and squeezed the handle to load. Two clips dropped from the space next to jaws into the patient cavity. One of the clips was retrieved. However, the second clip could not be located. The surgical time might have been extended more than 30 minutes due to this incident. Further attempts to obtain additional information were made and none was available.